Event description:
The coil was not disengaged even though in the red field, then withdrew it and found the coil was stretched. The patient's blood was spastic, the surgery changed to the craniotomy.

Manufacturer narrative:
(B)(4).the product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
A non-sterile orbit mini complex fill 3.5x9 was received coiled inside of a plastic bag. Hypotube was inspected and kinks were noted on it. Introducer was received zipped without damage. The support coil, gripper and embolic coil were found inside of the introducer. The support coil and gripper were found without damage while the embolic coil was received stretched. The gripper, embolic and hub were inspected under microscope; the gripper was found without damage, the embolic coil was found stretched while the hub was found broken. Functional test could not be performed due to the damage found on the hub; appropriate pressure could not be applied due to the crack on the hub. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "coil - premature detachment-in microcatheter" was not confirmed due to the embolic coil was found attached to the gripper. The failure reported by the costumer as "coil - unraveled/stretched" was confirmed during the microscopic analysis. The failure reported by the costumer as "coil - failure to detach" was confirmed. Embolic coil could not be detached because appropriate pressure could not be applied due to the hub crack. Neither the analysis nor the DHR suggest that the hub crack found on the device could be related to the manufacturing process and apparently was caused by applying excessive force on the hub. According to ch&ss investigation where the customer states that "the coil was not disengaged even though in the red field" this means that the hub was in good condition before it was broken since it necessary applied certain pressure on the unit to make it reach to the red zone. The records indicated that the product met specification prior to shipment; additionally inspections are in place (637mi021 rev. 26) that prevents these kinds of damages leaving from the facility. Therefore no corrective action will be taken at this time. Note: additional information will be submitted within 30 days.

Manufacturer narrative:
The orbit mini complex fill 3.5x9 coil did not detach even though the syringe was pressurized to the red zone. The coil was then withdrawn and it was noted that the coil was stretched. There was vasospasm and with the failure to detach, the decision was made to do a craniotomy. The coil did not protrude into the parent vessel and no additional intervention performed to retrieve the coil. The entire coil was withdrawn from the patient without coil separation or detachment. The procedure was treatment of an unruptured aneurysm. The coil was delivery via a prowler 14 microcatheter to the aneurysm with maintenance of an adequate continuous flush. A non-sterile 3.5x9 orbit mini complex fill system was received coiled inside of a plastic bag. Hypotube was inspected and kinks were noted on it. Introducer was received zipped without damage. The support coil, gripper and embolic coil were found inside of the introducer. The support coil and gripper were found without damage while the embolic coil was received stretched. The gripper, embolic and hub were inspected under microscope; the gripper was found without damage, the embolic coil was found stretched and the hub was found broken. Functional testing for detachment could not be performed due to the damage found on the hub; appropriate pressure could not be applied due to the crack on the hub. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure of the coil to detach was confirmed. With functional testing of the returned device the inability to detach the coil was because of inability to pressurize the system due to a crack in the hub. However, the report that the procedurally the coil did not detach even when pressurizing to the red zone, indicates that the hub was not cracked when pressurizing for detachment as outlined in the IFU. The hub crack would not have allowed pressurization to the red zone. Based on this, cracking of the hub occurred during procedural or post procedural use. With review of the reported information, the analysis, and the DHR there is no indication that the hub crack found on the returned device is be related to the manufacturing process and appears to have been caused by application of excessive force on the hub. The reported stretched coil noted upon removal from the patient was confirmed with analysis; however based on the available procedural information, no conclusion regarding the root cause can be determined. The records review indicated that the product met specification prior to shipment; additionally inspections are in place to prevent these types of damages from the facility. Vasospasm, or contraction of smooth muscle fibers in the wall of a vessel as a result of direct physical irritation of the endothelium, is a commonly recognized adverse event that may complicate an endovascular procedure and is outlined in the instructions for use. Therefore no corrective action will be taken at this time.